Event description:
It was reported that during a sigmoid colon procedure, the device was fired across the bowel and the drivers came up, but did not fully extend. The staple line had unformed staples, staples were straight. A second device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.